Event description:
Customer reported from the UK that she has friction burns on both nipples from the pumps even though she has tried various sizes of breast shield. The customer originally noted that she had spoken with her midwife and they could not offer a solution for the pain. On the (B)(6) 2024 the customer got back in touch to ask about her refund and also mentioned that after using antifungal and antibiotic creams she still has no relief and has therefore been referred to a breast clinic for the pain. Customer noted that she is not sure whether the problem is due to the fault of the pump or her breast shape.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer has not reported a specific fault with the pump, she is not sure as to why she is getting friction blisters and believes that it may be her breast shape.the customer has been offered a refund on return of the product. To date the customer has not returned the device. If the investigation determines any further information, a follow up report will be sent.